Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one adapter and three photos provided by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. Visual inspection of the adapter noted no external abnormalities. Functional testing found that the unload button was sluggish to return when depressed. Upon disassembly of the adapter, it was noted that the unload button was stuck in the activated position due to sticky residue inside the adapter. It was also noted that the switch activation height was incorrect. The sticky residue prevented the leaf spring from returning to its resting position resulting in a constantly activated switch or phantom reload condition and later the light sequence to replace reload condition once inserted into a handle. The presence of sticky residue is most likely due to improper cleaning of the adapter by the end user. The root cause of the incorrect switch activation height was determined to be a result of an assembly issue and a manufacturing action has been implemented to prevent recurrence of this condition. Should new information become available, the file will be re-opened and reassessed at that time.

Event description:
According to the reporter: occurred prior to a wedge / segmental resection procedure. During preparation, the adapter was connected to the handle, and the reload was connected to the adapter. After the confirmation of jaw closing and opening, the reload status indicator did not illuminate (just a flashing green). A manual handle was used. The device was not used on the patient. The current status of the patient is no problem.